Event description:
IV tubing hung with IV bag on pt. Nurse noticed IV was "dripping on the floor." The reason for the "drip" was that the IV tubing had pulled out of the sleeve which fastens the tubing to the IV catheter.